Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The valve was too low at deployment, 6-10 mm below the annulus, with the septal anterior side the lowest. As per medical opinion, the anchors were released below subvalvular structures causing anchors to get caught and were unable to get the required height later. As a result, pvl regurgitation was noted. The implanting physician requested for a 29 mm valve to be prepped and placed into an evoque tricuspid valve at implant. The 29 mm valve was successfully placed inside the evoque, and there was no allegation of device malfunction by the physician. After valve in valve (viv) intervention, the final pvl was determined as moderate on the posterior side. Prior to viv, there was pvl on the anterior and posterior side. During the procedure, constraints were encountered related to patient anatomy and device maneuvers not translating as intended. Leaflet capture was confirmed on each anchor during the anchor spin; however, the anchors were not positioned at the hinge points of the annulus prior to final valve release. Appropriate volume optimization was reported on the day of the procedure. Multiple corrective actions were attempted to achieve adequate height, including use of all secondary and primary adjustments, counter-clocking, wire advancement, catheter retraction, and removal of a primary adjustment, however, sufficient height could not be achieved, leading to a valve sealing issue. No patient specific anatomical factors were identified as contributing to the sealing issue. The perceived root cause was the inability to position the anchors at the hinge points, and no patient injury resulted from this event.

Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.